Event description:
It was reported that on: (B)(6) 2010: the patient presented with c4-c5 fracture dislocation and underwent the following procedures: posterior cervical fusion, c3 through c6. Posterior stabilization c3-c4-c5-c6 with vertex lateral mass screws and rods. Partial laminectomy left c4. Use of bone morphogenic protein in lieu crest graft for fusion. As per-op notes, ¿ a medium bone morphogenic protein kit with 20 cubic centimeters of bone graft was used with a medium bone morphogenic protein and this was placed over the decorticated surfaces.¿ the patient was in a stable condition.

Event description:
It was reported that the patient underwent a posterior cervical spinal fusion procedure at c3-4, c4-5, c5-6. To achieve fusion, surgeon performed a procedure by utilizing rhbmp-2/acs at multiple vertebrae levels. Post operatively, the patient suffered significant pain in the area of the fusion surgery and extremities. As a result of the fusion surgery with rhbmp-2/acs, patient received significant medical treatment to care for the rhbmp-2/acs related injuries. The patient has never recovered from the surgery involving the use of rhbmp-2/acs, and continues to suffer from daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.